Event description:
It was reported that the attachment drill bur shaft wobbles. At the time of report, there was no known impact to a patient.

Manufacturer narrative:
H3: evaluation could not reproduce the reported malfunction of drill bur shaft wobbles. It was also noted that the tool bur could not be inserted due to breakage of the tip bearing. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.